Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pockets on rows b, c, d & e were showing memory errors. A field service engineer logged into the admin account and ran the hardware test application. Every pocket lid and release mechanism was tested no issues were found. All connections behind the drawer and the row boards were reseated. An attempt was made to recover the pockets again, and all released successfully and were marked to return to the pharmacy. The customer stated that similar issues had been occurring throughout the facility, and the usual resolution was to replace the affected pockets with new ones. The drawer was tested again using the hardware test application, and all components passed. The customer confirmed proper operation within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.1 was not detected on bus and unable to recover the failed drawer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.